Event description:
The customer reported that a bedside monitor fell of the mount and hit a patient in the head.

Manufacturer narrative:
The customer reported that a bedside monitor fell of the mount and hit a patient in the head. Based on the available information, the room where the incident occurred is small. The nurse tried to push the monitor away from the bed and it fell. The nurse tried to catch the monitor but it tilted toward the patient and hit his head. The customer report of the loose and damaged hardware supports that this mounting solution was being used outside normal and expected use. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.